Event description:
Reported as "gastric fistula." Follow-up findings; operative reports indicate that the pt developed a gastrogastric fistula from a radiologist over-inflating an adjustable gastric lap-band causing a "fistula to develop between the upper gastric pouch and lower gastric pouch."